Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: pump powers with returned battery cap. Keypad intact. No peeling. "Contrast", "up" and "down" keys responding. "Ok" key intermittently responding. Removed keypad. Contamination under all key contacts. The pump cover was removed, no evidence of moisture contamination or loose components inside pump.

Event description:
On (B)(6) 2014 the reporter contacted animas, alleging an unresponsive keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.